Event description:
The pt has two model 3186 leads from the same lot. It was reported the pt's entire scs system will be explanted due to alleged lack of pain relief being provided by the system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.